Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of air filter could not be removed was confirmed. Based on the results of the investigation and the information provided, it is likely that the malfunction occurred due to the following: - the ring of the lock section of the socket a had rotated due to shaking during transportation, resulting in the sleeve section of the socket a not moving to ¿the position that the air filter is removed¿. - during cleaning the air filter section, the user had contact with the lock section of the socket a, resulted in the ring of the lock section rotating. Then, the sleeve section of the socket a became unable to move to ¿the position that the air filter is removed¿. - the user had pushed the lock section of the socket a to unlock, then tried to remove the air filter. - the connecting site of the air filter and the socket a had deformation and the foreign material clogging, leading to difficulty of removal. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor air filter could not be removed. There were no reports of patient harm.